Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. A pneumoperitoneum is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 patient from (B)(6) had a percutaneous endoscopic gastrostomy (peg)tube placement. On (B)(6) 2017 the patient was admitted to the hospital due to acute abdominal pain for a mild peritoneal irritation. On (B)(6) 2017 a pneumoperitoneum was identified with a bloated abdomen, constipation and fluid leakage at stoma. The patient was treated with antibiotics metronidazole (flagyl) IV and zinacef 1.5 mg IV and pain medication paracetamol IV. On (B)(6) 2017 the patient was discharged to home.